Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, a lead was removed from its packaging and was observed on visual inspection to be not perfectly straight, with curvature/bending noted prior to use. No environmental, external, or patient-related factors were identified as contributing to the condition. No diagnostics or troubleshooting were performed. The lead was discarded and replaced with another lead, which was used for the procedure, and the issue was reported as resolved.